Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 20361045/20867218

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not release by the facility. No further information has been obtained despite good faith efforts.